Manufacturer narrative:
H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. It was noted that the patient had a small pericardial effusion prior to the procedure. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, binding at the superior vena cava (svc)/innominate area was encountered. Due to this, efforts switched to the rv lead using the 14f glidelight, encountering the binding in the same area. Next, upsizing to a 16f glidelight on the ra lead, advancement was achieved through the binding, and the lead came free with no hemodynamic changes noted. Then, using the 16f glidelight, the rv lead was removed; however, the patient's blood pressure suddenly dropped. Rescue efforts began, including sternotomy, and a small perforation in the ra was discovered and repaired. The patient survived the procedure. It was believed that traction forces from the lld ez applied to the ra lead caused a slow bleed from the ra perforation. This report captures the lld ez providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.